Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "coating of the wire coming off when inserted into the introducer sheath¿". It is most probable that the device was backloaded onto the introducer sheath which can cause hydrophilic coating scraping/skiving. This cannot be conclusively determined as the device was not returned to site for investigation. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue 'hydrophilic coating peeling''.

Event description:
It was reported that coating of the subject guidewire came off when it was inserted into the introducer sheath. There were no clinical consequences reported to the patient due to this event. No further information available at this time.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that coating of the subject guidewire came off when it was inserted into the introducer sheath. There were no clinical consequences reported to the patient due to this event. No further information available at this time.